Manufacturer narrative:
Evaluation: results: vacuum chamber. (B)(4).

Event description:
The customer reported a small amount of leak from the probe of their coulter act 10 instrument. The customer stated that the fluid was contained within the instrument. The customer was wearing gloves, lab coat and eye protection during the event and no injury or exposure was reported. Patient results were not affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) observed fluid leak at the bottom of the probe wipe during aspiration cycle. The fse replaced the vacuum chamber, pinch tubing through pinch valve vl8 and the tubing extensions to the probe wipe. The fse flushed tubing through vl8 with bleach and no further leaks were observed. Instrument was then verified per established procedures.